Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49093. It was reported that one of the patient's leads was eroding through the skin. As a result, the system was explanted on (B)(6) 2020. It is unknown which lead caused erosion, so both will be reported.